Event description:
Backlight failure, display issue [device issue]. No adverse event. Case description: this initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria customer care and technical serviced (ts) regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt at the time of the device issue. On (B)(6) 2014, the rt called to report device dsir# (B)(4) had experienced an alarm condition delivery failure (df) while pre-use checkout was being performed. The reporter stated that the screen would also go dim as soon as boot up began. The reporter further explained that she had not set a nitric oxide dose when the alarm occurred. The device was cycled to standby then back to on twice, and the alarm condition df was still present. All connections were verified and found to be correct. The reporter stated this also occurred earlier prior to calling ikaria ts for assistance. The rt further explained that the device was to be used in the operating room but upon placing the device to on, the alarm condition df has occurred. The rt stated that the device was never used for pt care and a replacement inomax dsir delivery system was utilized (serial number was not provided). The rt stated that she never encountered this problem before and decided to contact ikaria customer care.

Manufacturer narrative:
(B)(4). Device investigation was completed on (B)(4) 2014. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service eval. Investigation results were received on (B)(4) 2014. Case comment: on (B)(6) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023). Inomax dsir serial number (B)(4) was returned to the MFR for service investigation. The ikaria regional service center (rsc) confirmed the reported complaint of delivery failure (df) alarms. The service log review revealed the df alarms were raised due to the backlight current below minimum. The rsc replaced the display/touchscreen assembly and updated the display mounting shroud. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however it is being submitted to regulatory authorities because the display blank-backlight failure has occurred in the past and resulted in a serious adverse event (MDR 3004531588-2013-00023).